Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer's stated that they tried to perform displacement test by pressing the action button but there was no changes in the screen. Customer's wife stated that the customer blood glucose was low and high. They were treated with insulin pump for high blood glucose. The insulin pump will not be returned for the further analysis.